Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing intense pain at the implantable pulse generator (ipg) site. Imaging was taken and result was normal. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was disposed of as per facility protocol.